Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-15168. It was reported that pacemaker and right ventricular lead exhibited noise and myopotential oversensing. Due to the amplitude of the noise, there was no reprogramming option available. As the device system is fully functional, no intervention was performed and the patient would be monitored. The patient was stable.